Event description:
It was reported that the fast ventricular tachycardia episodes on the (B)(4) report for the device were determined to be noise. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.